Event description:
(B)(4). Of the 2 coils that were placed, 1 my body rejected and came out through my vagina. The other coil migrated and misplaced itself into my uterus. This causes excruciating pain, cramping, nausea, bleeding, 10-15 day menstrual cycles, headaches, infections and insomnia. This was discover discovered through an ultrasound. The result is a recommended hysterectomy, which of course seems extreme for my young age.